Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the clip position, the triclip became caught below the tricuspid valve in the right ventricle (rv). The clip was deployed while the clip was attached to the tricuspid valve annulus. There was difficulty with images reported throughout the procedure. The final mr was grade 2-3. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (poor imaging, caught during positioning). The reported poor imaging is related to challenging patient anatomy (rotated heart), per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.